Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the user handling. Olympus stated the appropriate handling of gf-uct260 and the counter measures against abnormalities in the instruction manual of gf-uct260.

Event description:
Olympus medical systems corp. (Omsc) was informed from the olympus sales staff that during the reprocessing when the olympus sales staff visited the user facility, it was found that the user had been used an incorrect connecting tube (maj-1508) instead of maj-1517 while reprocessing using an automated endoscope reprocessor (oer-4). Olympus sales staff will train the user. There was no report of patient injury and infection associated with the event.